Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for delivery system leakage was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during the deployment of the valve, the doctor in charge of the inflator shifted his gaze from the fluoroscopy screen to his hand and he pointed out that contrast agent was leaking. The leak was from the connection between the inflation device and the three-way stopcock. Fluoroscopy showed that the valve stent had expanded 90-100%. As it was unclear how much volume had entered the balloon during this expansion, the expansion volume was adjusted again, and post-dilation was performed. The valve deployment was completed as intended position without valve migration.' The review of relevant component receiving inspections did not find any non-conformances prior to release. All samples met the acceptance criteria per drawing. During manufacturing, the balloon catheters were 100% leak tested. All selected units passed the de-airing, balloon inflation and deflation tests during pv testing. In this case, there were no manufacturing non-conformances noted on this lot release. Furthermore, no abnormalities related to leakage were reported during device preparation. Therefore, an edwards manufacturing deficiency was unable to be confirmed without additional imagery or device returned for evaluation. As the leakage occurred during valve deployment, it is possible that the luer lock syringe was not tightly secured to the stopcock, causing the leak between inflation device and stopcock while inflating the balloon. However, a definite root cause was unable to be determined due to lack of information. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards japanese affiliate, during the transfemoral tavr for a 23mm sapien 3 ultra resilia valve, upon deployment of the valve, contrast agent leaked from the three-way stopcock, which required post-dilatation. Post valve deployment, hematoma was observed, and the patient was observed. No problems were observed during the device preparation, and the procedure progressed to the stage of deployment of the valve. During the deployment of the valve, the doctor in charge of the inflator shifted his gaze from the fluoroscopy screen to his hand and he pointed out that contrast agent was leaking. The leak was from the connection between the inflation device and the three-way stopcock. Fluoroscopy showed that the valve stent had expanded 90-100%. As it was unclear how much volume had entered the balloon during this expansion, the expansion volume was adjusted again, and post-dilation was performed. The valve deployment was completed as intended position without valve migration. The echo doctor confirmed that there was no pvl, no hematoma around the annulus, and no pericardial fluid. After removing the esheath+ and performing hemostasis compression, the echo doctor pointed out that the hematoma-like image had grown in some areas compared to preoperatively. A hematoma was confirmed between the ventricle and sov by tee, and the patient was kept intubated and kept under low blood pressure in the ICU until the next day of the tavr procedure.